Manufacturer narrative:
Date of birth/date: unknown / not provided, gender: unknown / not provided. (B)(6). This report is being filed on an international product; laser correction system, model catalys-I, that has a similar product, catalys-u which is distributed in the united states under 510(k) # k113479. Manufacturing records review: a record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigation associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for the catalys system showed that there were no issues or non-conformities. The system and its components met all specifications prior to being released. Manufacturing has been ruled out as a potential cause for the reported issue. Based on the investigation results, no corrective action has been issued. Conclusions: based on the investigation results there is no indication of a product quality deficiency. Johnson & johnson surgical vision will continue to monitor this type of complaints. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It has been reported unexpected outcome during arcuate procedure. Through follow-up it was learnt that intrastromal arcuate incisions penetrated partially in the posterior side of the cornea according to the surgeon; procedure was completed; no significant visual disturbance was reported by the surgeon. Doctor applied temporary stitches during the cataract procedure to prevent excessive astigmatic correction and evolution is normal. No further details have been provided.